Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she had unspecified health issues. A consultation with a medical professional was conducted and the doctor suggested possible rupturing of her implants. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2022. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-12073 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness, suspected rupture (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 17, 2022, mentor received additional information. The patient reported that after explantation, the breast implants were found intact. However, it was reported the patient experienced right breast pain and bilateral capsular contracture. No baker grade ratings were provided. As a result, rupture is no longer applicable to this file. On november 02, 2022, a healthcare professional confirmed the implants were not ruptured. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).